Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver failed a charge and boot test. The receiver log could not be downloaded since the receiver could not boot. A receiver functional test could not be performed. A voltage test was performed and failed. The complaint confirmation of a receiver initialization without a manual restart could not be determined. The root cause could not be determined.